Event description:
It was reported that the customer was treated by the paramedics for low blood glucose levels. It was also stated that the customer had been experiencing lost sensor alarms with the past three sensors. The customer was given troubleshooting instructions, and advised to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.